Event description:
Caller reported a cgm error. The customer's blood glucose level was not adversely impacted. Technical support provided instructions for a pump reset, which the caller successfully completed, resolving the issue without further errors.